Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating a pericardial effusion was observed on the rv lead, resulting in the replacement of the rv lead.

Event description:
During an in-clinic follow-up, noise was recorded on the right ventricle (rv) lead. The physician decided to replace both the rv lead and device, however no additional information has been received. The patient was stable and will continue to be monitored.